Event description:
A (B)(6) female pt contacted zoll customer support to report a service code. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation, the monitor produced a code 101. The monitor's software was corrupted, which caused the reported wrench code 101. The root cause for the corrupted software could not be positively identified. No adverse event resulted from the corrupted software. The pt received a replacement monitor.